Event description:
It was reported that high capture threshold was observed on the ventricular device. An x-ray was performed, and the device orientation changed from the original implant position. An echocardiogram was also performed, and the physician alleged the device was adequately fixated and not interacting with any cardiac structures. The device was reprogrammed to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.